Event description:
During a heart catheterization, while attempting to deploy a stent in the rca, the stent became dislodged off the balloon. Attempts to retrieve the stent were unsuccessful. A second stent was successfully deployed to trap the breakaway stent in the distal rca. Imaging of the rca prior to stent placement indicated a "very curvy, angulated course where the distal rca demonstrates a tight 90-95% stenotic lesion" with post ptca and stenting reducing the lesion to 0%. The pt was discharged in stable condition.